Manufacturer narrative:
(B)(6). Lot 16f058 was manufactured june 30, 2016 ¿ july 5, 2016. The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual and microscopic inspections were performed and confirmed the ruptured bladder. The reported issue was verified, but the cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after a small volume folfusor was compounded with fluorouracil, the bladder burst and a leak was observed. There was no patient involvement. No additional information is available.